Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus upon release resulting in severe paravalvular leak (pvl) due to negative implant depth. The patient decompensated and a drop in blood pressure was reported as a result of the pvl. The valve was recaptured above the sinotubular junction and the patient stabilized. Subsequently, a second transcatheter valve was successfully implanted at the proper depth. No adverse patient effects were reported.